Manufacturer narrative:
(B)(4) = thombus and vegetations on valve leaflets. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the reported root cause of this event could not be investigated. No further actions are possible with the available information at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 15 months. Through follow-up with the health-care provider, it was learned that the valve was explanted due to mitral stenosis and mitral valve dysfunction secondary to thrombus versus vegetation on leaflets. Operative findings revealed two 1 cm reddish friable lesions on the leaflets, consistent with vegetation. There was also some pannus and excessive hyperplastic scar formation on the posterior leaflet near where the native posterior leaflet of the mitral valve had been retained, although the mitral valve functioned normally. The valve was removed in its entirety. Part of the posterior leaflet seemed to be into or abutting the struts and perhaps inhibiting leaflet motion in the mitral valve upon inspection. The valve was replaced with another edwards bioprosthetic valve with satisfactory results.